Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unit was inaccessible, and the pyxis screen did not display the expected login screen. A field service engineer found that the station was stuck on the basic input output system login screen even after rebooting and the serial ata cable was replaced, and once the machine booted back up, it successfully loaded carefusion application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis screen did not display the expected login screen, preventing access to the system. The customer rebooted the system multiple times, but the issue persisted. There were no adverse events or injuries reported based on this event.